Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had a "programming problem" and remains in use. The patient's lead exhibited sporadic, high ventricular thresholds and rising thresholds. The patient experienced "sporadic twitching." The lead outputs were increased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated and unstable. If information is provided in the future, a supplemental report will be issued.